Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. After two days post filter deployment, the patient presented to hospital with retroperitoneal bleed and scheduled for a filter retrieval through open abdominal surgery. A computed tomography scan was obtained, and this showed a large right retroperitoneal hematoma behind the liver, starting approximately at the level of the filter and extending superiorly toward the chest. A midline laparotomy incision was used, and a trocar maneuver was then performed mobilizing the duodenum and head of the pancreas medially until were able to expose the inferior vena cava. This dissection did not encounter any bleeding and the filter was identify with palpation, it was noted that one of the prongs of the filter had come through the wall of the inferior vena cava. Indicating it was not the probable cause of bleeding. A venotomy was made after clamping the inferior vena cava proximally and distally. Then the filter was removed successfully. The vein was copiously irrigated with heparinized saline and closed using 3-0 prolene interrupted sutures and the venotomy closure was noted to be intact. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava. However, the investigation is inconclusive for the alleged filter tilt. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11: b3, d6(b) (date of explant),g1,h6(result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of inferior vena cava and filter struts perforated. The device was removed via an open abdominal procedure. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately after two months, the patient experienced retroperitoneal bleed and scheduled for an ivc filter retrieval through open abdominal surgery. CT scan demonstrated a large right retroperitoneal hematoma behind the liver, starting approximately at the level of the ivc filter and extending superiorly toward the chest. It was noted that one of the prongs of the ivc filter had come through the wall of the ivc which is not a cause of bleeding during the retrieval procedure. The inferior vena cava filter was removed successfully through the venotomy. Therefore, the investigation is confirmed for perforation of the ivc. However, the investigation is inconclusive for filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of ivc and filter struts perforated. The device was removed via open abdominal procedure. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.